Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of clinical use and no evidence of blood were observed. The delivery device, loading device and the tension spring assembly were returned separately. There was no blood inside the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The following measurements were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .222 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. The tension spring assembly was intact with the seal being delaminated and cracked. There was no evidence of blood on the seal. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure mode "failure to load" and the analyzed failure mode "seal cracked." Specific actions for the failure mode are being documented and maintained in maquet's correction and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm was loaded, the seal was widened and it was pressed out. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. After loading of delivery system, seal was widen and it was pressed out. So that is was not possible to use. (Lot 25111532) after replacement, there was no problem.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm was loaded, the seal was widen and it was pressed out. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). After loading of delivery system, seal was widen and it was pressed out. So that is was not possible to use. (Lot 25111532) after replacement, there was no problem.